Event description:
Caller reported insulin leakage in the device's cartridge compartment. No error messages were generted by the device. Pt's blood glucose was not affected and no treatment was received.